Event description:
It was reported that a pt was being treated with a ureteral stent for the passage of a kidney stone. Subsequently, the physician was attempting to remove the stent in the physician's office. The sutures of the stent detached. The physician was able to retrieve the stent via cystoscopy in day surgery. The physician removed the stent and the pt is doing fine. The stent was in for approx two weeks. This device has not been returned for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device co can not determine if the device met specifications. User techinique and/or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.